Event description:
It was reported that the right ventricular (rv) lead had coil separation. The coil remained in the body while the remainder of the l ead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6707-35, adaptor, (B)(6) 2008. A c154dwk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2008. A linox s, competitor implantable tachy lead, (B)(6) 2008. A 419488, implantable pacing lead, (B)(6) 2008. A 5076-52, implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
This event was previously reported in 2182208-2013-01528. (B)(4).